Event description:
Parent of child reported that her daughter was taking injection and needle stayed in her belly. Mom took her to emergency room, x-ray was taken and surgery was scheduled. When surgery was performed, the broken needle could not be retrieved.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.